Event description:
It was reported by service report that the bed was stuck in the upright position. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: lift. Conclusion code: the part needed for repair is on order and the field service representative will return to finish the repair once the parts have been received; if additional info is received, a follow-up report will be submitted.